Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. 20cc of air was injected into the bbt port with a 30cc syringe, but the balloon was ruptured and could not be expanded. The surgery was completed using the new set. There is no delay in surgery. There were no effects on the patient.

Manufacturer narrative:
Trackwise (B)(4). The lot # 3000315705 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.